Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device log was reviewed for the reported event date and no errors or indication of a device malfunction were recorded. There were three events where the user pressed the charge button and then pressed it a second time instead of pressing the shock button. The log indicates the user then charged and delivered two shocks, one at 120j and the second at 200j. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.